Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, evidence of clinical use was identified. The blade, jaw, teflon pad and contact rings appeared to be intact. The scalpel was tested and passed the functional inspection. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes may be attributed to: user expectation of adaptive tissue technology functionality; improper usage and inadequate cleaning of instrument; user selects improper min settings on generator; applying improper or inadequate directional force. The instructions for use (IFU) state: during benchtop testing of vessels >5 mm, the strongest vessel seals were achieved by allowing the advanced hemostasis mode to completely transect the targeted vessel. Caution: if activation is unintentionally stopped while sealing, maintain jaw closure and reactivate. Note: the generator provides an audible tone to indicate when the instrument blade is active. The generator changes to a second activation tone as adaptive tissue technology regulates the delivery of energy. Thermal influences such as fluids or minimal to no tissue in the jaws may affect the presence or timing of the tone change. The tone change does not provide confirmation of tissue effect. When the second tone is heard, the situation should be assessed and the intended surgical action completed, such as gradual application of tension to facilitate transection. The secondary activation tone change is not a substitute for surgical experience. The instruments allow for the coagulation of vessels up to and including 7 mm in diameter, using the advanced hemostasis hand control button. Do not attempt to seal vessels in excess of 7 mm in diameter. If activation is unintentionally stopped while sealing, maintain jaw closure and reactivate. The instrument can be used for dissection, grasping, coagulation, and cutting between the blade and clamp arm. Note: to achieve complete sealing, the trigger should be fully closed and the vessel fully contained between clamp arm and blade of device. An audible and tactile "click" indicates full trigger closure. To achieve full closure of the jaws of the device, squeeze the plastic trigger until you feel it stop against the plastic handle (plastic to plastic) (illustration 9). If full trigger closure is released prior to or during activation on tissue, an audible and tactile "click" is evident. Increase grip force until full trigger closure is achieved. For optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline (illustration 5). Note: do not touch the instrument to metal while activated (illustration 6). Note: do not clean the blade tip with abrasives. It can be wiped with a moist gauze sponge to remove tissue, if necessary. If tissue is still visible in the clamp arm, use hemostats to remove residue, taking care not to actuate the hand piece. If desired, the instrument may be unplugged (illustration 7). The max button is typically used for smaller vessels where cutting speed is fastest. The min button is typically used in slightly larger vessels and has reduced cutting speed. It is indicated for vessels up to 5 mm in size. The advanced hemostasis button is designed for larger vessels and is indicated for vessels up to 7 mm in size. In this mode, cutting speed is further reduced and hemostasis is maximized. The instruments utilize adaptive tissue technology. This provides the generator with the ability to identify and monitor the instrument during use, which enables the generator to modulate and adjust its power output as well as provide audible feedback to the user as appropriate. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the harmonic scalpel seal integrity was not strong. There was some bleeding, however the amount of blood loss was within expected parameters and the patient did not require a transfusion. Floseal was used as a hemostatic agent to complete the seal and another harmonic scalpel device was used to complete the procedure. These are commonly used devices that are readily available.